Manufacturer narrative:
Date sent: 12/18/2008. Anticipated, but unavailable at this time.

Event description:
It was reported that during a visceral procedure, the device would not staple. No info about the cut. Another device was used to complete the case. There were no adverse consequences to the pt.